Event description:
A physician reported that there was abnormal sound during cataract surgery with intraocular lens implantation. The surgery was completed on the same day after replacement of product. There was no patient impact.

Manufacturer narrative:
Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The root cause of the customer's complaint could not be established as a product has not been received, and the condition of the product could not be verified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).